Manufacturer narrative:
(B)(4). Jaw misaligned. The analysis results of the er320 device found that it was received with a clip in jaws and the jaws misaligned. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, 16 clips were fed and formed as intended; however, due to the misaligned condition of the jaws 1 scissored clip was formed. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. The batch record was reviewed and no anomalies were noted during the manufacturing process. Based on the photographic evidence, the event description details and the ability to replicate similar failures, the belief is that the cause of this complication may have been excessive force applied to the device jaws during firing and/or firing over another clip.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, during the first firing of the device, the jaws twisted causing the clip to twist and not form correctly. The surgeon tried to correct this by removing the clip and preloading the device again, but same the scenario happened on second firing. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. Were the jaws twisted due to damage or was the user torquing/twisting the device at the time of the firing? Was a cholangiogram performed during the procedure? What vessel or structure was the device fired on at the time of the event? Was the clip fully advanced into the jaws prior to firing? Was any unexpected resistance felt while firing the trigger? Were any unexpected noises heard? If so, when? If further details are received at a later date a supplemental medwatch will be sent.